Event description:
The customer observed a false negative alinity I hbsag result for one female patient with rheumatoid arthritis. The patient is a known hepatitis b carrier. The following data was provided: alinity I hbsag result = 0.01 iu/ml negative repeat = 0.01 iu/ml reference range = <0.05 iu/ml is negative other results: hbsab = 7.89 reference range = <10 miu/ml. Hbeag 0.511 iu/ml reference range = <1.0 s/co. Hbeab = 0.01 u/ml reference range = >1.0 s/co. Hbcab = 9.97 u/ml reference range = <1.0 s/co. Historical results from 2019 provided: hbsab = negative. Hbsag = >250 iu/ml. Hbeag negative iu/ml. Hbeab = positive u/ml. Hbcab = positive u/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p08 (alinity I hbsag) that has a similar product distributed in the us, list number 4p53 (architect hbsag) with 510k/PMA/bla number p110029. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for a false nonreactive alinity I hbsag result included a search for similar complaints, review of complaint text, trending data, labeling, device history records, and in-house testing. Review of trending reports for the alinity I hbsag reagent did not identify any related trends. Sensitivity testing was performed with an in-house retained kit of lot number 72553fz01. All specifications were met indicating that the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and found to adequately address the issue under review. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or product deficiency of alinity I hbsag, lot number 72553fz01, was identified.

Event description:
The customer observed a false negative alinity I hbsag result for one female patient with rheumatoid arthritis. The patient is a known hepatitis b carrier. The following data was provided: alinity I hbsag result = 0.01 iu/ml negative repeat = 0.01 iu/ml reference range = <0.05 iu/ml is negative. Other results: hbsab = 7.89 reference range = <10 miu/ml. Hbeag 0.511 iu/ml reference range = <1.0 s/co. Hbeab = 0.01 u/ml reference range = >1.0 s/co. Hbcab = 9.97 u/ml reference range = <1.0 s/co. Historical results from 2019 provided: hbsab = negative. Hbsag = >250 iu/ml. Hbeag negative iu/ml. Hbeab = positive u/ml. Hbcab = positive u/ml. No impact to patient management was reported.

Manufacturer narrative:
Section h medical device problem code was updated from a090803 to a090810.

Event description:
The customer observed a false negative alinity I hbsag result for one female patient with rheumatoid arthritis. The patient is a known hepatitis b carrier. The following data was provided: alinity I hbsag result = 0.01 iu/ml negative repeat = 0.01 iu/ml reference range = <0.05 iu/ml is negative. Other results: hbsab = 7.89 reference range = <10 miu/ml. Hbeag 0.511 iu/ml reference range = <1.0 s/co. Hbeab = 0.01 u/ml reference range = >1.0 s/co. Hbcab = 9.97 u/ml reference range = <1.0 s/co. Historical results from 2019 provided: hbsab = negative. Hbsag = >250 iu/ml. Hbeag negative iu/ml. Hbeab = positive u/ml. Hbcab = positive u/ml no impact to patient management was reported.